Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, they are unhappy with their vision. She has obtained a second opinion and is still having problems. A yag laser was performed which did not seem to help. The patient constantly sees starbursts, pulsating lights, cannot see in the shadows, and cannot read with or without glasses. A magnifier does help. Additional information was requested.